Manufacturer narrative:
Part number: 03.501.080; synthes lot number: 9246914; manufacturing site: (B)(4). Release to warehouse date: 14. Nov. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the applic-instr f.sternal zipfix (p/n: 03.501.080, lot #: 9246914) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal cutting feature of the device was observed to be broken and not returned. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Service and repair evaluation: complaint summary: 09/09/2020: updated event description: zipfix instrument doesn't cut properly. The repair technician reported the cutting saw is broken. Cutting jaws broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed applic-instr f/sternal zipfix. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the applic-instr f.sternal zipfix (p/n: 03.501.080, lot #: 9246914). There is no indication that a design, or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be die to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective, and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the zipfix instrument did not cut properly. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 2 for (B)(4).